Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d4, d8, h3, h6, h11 corrected fields: h6 the device was returned, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonoscope had an error 315, scope error/image problem. The issue occurred during inspection for use. There was no report patient harm.